Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16241012.

Event description:
It was reported that patients therapy would suddenly turn off. It was noted that the lead had multiple impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.